Event description:
It was reported that during an unknown procedure, although the sound of "punching the washer" was heard, the device could not be removed after the first firing. When the doctor moved the device for about 5 minutes, the device could be removed somehow. The doughnuts were formed properly and the staples were formed properly. The leak was not confirmed by a leak test. There were no adverse consequences for the patient. It is unknown how the procedure was completed. The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.